Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 406 mg/dl. The customer will treat with syringes. Customer did contact their healthcare professional. The customer received no delivery alarm. The customer will call back to troubleshoot. The product was not returned for analysis.